Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) devices battery will not charge. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Initial reporter is added wrongly added in initial emdr. The correct name is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.